Event description:
It was reported that while mixing the stammberger sinu-foam nasal dressing, the resulting foam did not reach the viscosity required. Within mins, the foam "flowed" to the back of the nose and disappeared in the throat. The MFR was not able to obtain details regarding the subsequent treatment of the pt's condition. No further pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age, gender and weight were not available. The lot number was not provided by the rptr; therefore, no mfg or expiration date can be provided.